Event description:
On (B)(6) 2012, the patient's husband left a voicemail to report his wife had encountered an eye infection that took months to heal and over a year before she was able to wear lenses again. Follow up with the he patients husband; revealed that the ecp (eye care practitioner) stated the lenses did not cause the infection that the lenses were outdated and the infection was due to over wear. They no longer have the lenses and he did not have the doctors contact information at the time of the follow up call. Several attempts to contact the patient for more information were made with no reply to date. No lenses were returned and no lot information provided. This is being filed as an unconfirmed infection.

Manufacturer narrative:
No product returned and no lot information provided. This is being filed as an unconfirmed infection that has potential to become a serious adverse event.